Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A site representative reported that while adjusting the navigation system camera to see the tracker, the camera is not able to see any spheres in some positions. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to replace the camera cable and test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable was discarded by the site and unavailable for evaluation.